Event description:
Additional information was provided that an alert was issued on this ICD and right ventricular (rv) lead for out of range shock lead impedance measurements. Boston scientific technical services (ts) discussed that 125 ohms is the limit for this single electrode lead. Ts reviewed the year trend for shock impedances, which show a gradual rise in impedances. Ts disucssed that typically this indicates that there is build-up on the lead electrode over time and not likely a fracture. Ts discussed the option to continue monitoring the lead and how to reset the alert and increase alert limit in the device to prevent subsequent alerts. The physician will be consulted. The products remain in service and no further questions or issues have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with a chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. The chronic lead was explanted and replaced. One month later, high out of range shock impedance measurements were again observed. Boston scientific technical services (ts) discussed troubleshooting options and possible causes. Following the device check, the local field representative reported that there had been no out of range measurements following implant. This product remains implanted and in service. No adverse patient effects were reported.